Manufacturer narrative:
Four opened knife samples with foam protection were received loose in a box for the report of the end of the knife was not sharp and incision making did not work. The returned samples were visually inspected and were found to be nonconforming with damaged tips and damaged cutting edges on sample numbers 1 and 3, while sample number 2 only had a damaged cutting edge. Sample number 4 had a tip that was broken off and damaged cutting edges. Penetration testing could not be performed on any of the samples due to the damaged condition of the samples. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tips and damaged cutting edges exhibited on the returned opened samples is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information is not anticipated for this report. (B)(4).

Event description:
A nurse reported that a knife tip was not sharp and did not make the incision during cataract surgery. An alternate knife was obtained in order to perform and complete the procedure. There was no impact to the patient. Additional information is not anticipated for this report.